Event description:
The customer reported that the unit was getting a "defib failure, cycle power error 1000" message.

Manufacturer narrative:
H.3 and h.6. The factory has not yet received the device for evaluation and this complaint is still under investigation.